Manufacturer narrative:
The tear seen at explant was confirmed. Leaflets 1 and 3 were torn at stent post 1. All three leaflets were fibrotically thickened. Leaflet 3 was folded. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and narrowed the inflow diameter. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. Leaflet 2 also contained a microcalcification. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear, fold, fibrous thickening, and microcalcification could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2015, no regurgitation was observed at follow up. On 12 september 2017, second degree trans-valvular leakage was observed. On (B)(6) 2017, second degree aortic regurgitation (ar) was confirmed. Since 2018, the patient has reported dyspnea. In february 2019, the aortic regurgitation was observed as moderate. In march 2019, as was confirmed. On (B)(6) 2019, data was measured as ava 1.05cm2, velocity 4m/s moderate ar. On (B)(6) 2019, the valve was explanted due to a torn leaflet on the stent post between rcc and ncc. It was observed that the leaflet tear extended along the stent post toward the base of the rcc and ncc. A competitor's 23mm resilia aortic valve was successfully implanted.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted. On (B)(6) 2015, no regurgitation was observed at follow up. On (B)(6) 2017, second degree trans-valvular leakage was observed. On (B)(6) 2017, second degree aortic regurgitation (ar) was confirmed. Since 2018, the patient has reported dyspnea. In (B)(6) 2019, the aortic regurgitation was observed as moderate. In (B)(6) 2019, as was confirmed. On (B)(6) 2019, data was measured as ava 1.05 cm2, velocity 4m/s moderate ar. On (B)(6) 2019, the valve was explanted due to a torn leaflet on the stent post between rcc and ncc. It was observed that the leaflet tear extended along the stent post toward the base of the rcc and ncc. A competitor's 23 mm resilia aortic valve was successfully implanted. The physician commented: "because the leaflet tear was observed, though there was neither calcification nor pannus observed on the explanted valve, there might have been some issue / defect relating to the product itself."